Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced fungal peritonitis manifested by abdominal pain, vomiting, and a cloudy bag. On the same day as onset the pt was hospitalized for the event. Treatment for the peritonitis was not reported. The cause of peritonitis was unknown. The pt stated the cause of the peritonitis was a draft coming through the window; however, this was not confirmed. Treatments during the hospitalization were unknown. Five days after being admitted, the pt was discharged from the hospital. Five days after discharge, the pt began treatment with bactrim (200mg, daily for 14 days, orally) and nystatin (5cc, 4 times a day for 14 days, swish and swallow). At the time of this report, treatment was ongoing, the peritonitis was resolving, the pt was recovering, and dianeal therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). A review of all batch record documents was performed for potentially associated lot number h13d16086 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition. Should additional relevant information become available, a follow-up will be submitted.